Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced feeling nausea, abdominal pain and vomiting. The next day, on (B)(6) 2025, the patient called for an ambulance and was brought to the hospital. When a fingerstick was taken the cgm reading was 60 mg/dl, and the blood glucose reading was 485 mg/dl. When ketones were tested, they were 2.0 mmol/l. The patient experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged the following day on (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.